Manufacturer narrative:
Block a: the patient's dob or age at time of event, gender, sex, weight, ethnicity, and race are unknown. This information was not available from the facility. Block h3: visual inspection found no unusual characteristics of the device. During functional testing, using an indeflator filled with green color dye water, the balloon was inflated to less than 2 atm and a pinhole leak was observed on the distal portion of the balloon. Block h6: the IFU warns at least 99.9% of the balloons (with a 95% confidence level) will not burst at or below the rbp. Based on the complaint details, a probable root cause may be due to lesion morphology (severely calcified lesion). Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
The angiosculpt device was used to treat a severely calcified lesion. During inflation at 6 atm, the balloon ruptured. The procedure was completed with the angiosculpt device. No patient injury reported. This product problem is being submitted conservatively because the balloon ruptured below rbp.